Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis (fa) found the vessel sealer extend (vse) instrument had a dislodged grip ring. The instrument was placed on an in-house system. The instrument passed the recognition and engagement test and moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument would not work. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument never worked and an error message was displayed. There was no audible signal while the pedal was pressed and there was no tissue cut that was not fully sealed. There was no bleeding observed.